Event description:
It was reported that the patient had withdrawal symptoms, and visited the doctor. A motor stall was reported. The device system was used to deliver fentanyl. The pump was replaced. The patient status after device removal was reported as recovered without sequela.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4) product type programmer, patient; product ID 8731 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: product type catheter. Analysis of the pump found a motor gear train anomaly with corrosion.

Manufacturer narrative:
(B)(4).